Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibit a dislodgement. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device.

Event description:
It was reported that this right atrial (ra) lead was explanted as it exhibit a dislodgement loss of capture and high thresholds .no additional adverse patient effects were reported.